Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution via gravity. It was reported that the tech had "just made the connection to the pt's 22 gauge catheter, turned away for a second to grab some tape and tape the connection when he noted some blood dripping at the connection site". The amount of blood loss was reported as "not significant". The removable clave was replaced and the procedure was initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The clave on the tubing set is labeled as a removable clave. Product labeling states: "remove caps when required and secure connections" this report represents all the info known by the reporter upon query by hospira personnel.